Event description:
The device was cutting off during a case. Troubleshot the handpiece with the in-house biomed and had intermittent activation out of the handpieces with a test tip in some water. Unknown how the case was completed. Unknown if any patient consequences exist.